Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was observed to have peeled off the pump. All the keypad buttons were unresponsive to user input. There was contamination found under all the button contacts. The pump was opened and there was moisture damage found inside the case. A leak test was performed and failed indicating a battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.